Event description:
The lay user/pt contacted lfs alleging an apply sample message on their one touch ultramini meter. The issue with the meter first began on the day of event in 2009 at around 6:00am. Approx 12 hours later, after the issue first began, the pt reportedly began to sweat, shake and experienced bad vision. The pt then self-treated with food and/or drink and did not seek any further medical attention or contact their physician. The pt had been filling the window of the test strips properly and the meter is still not reading the blood sample. The testing technique of applying blood on the test strip is correct. The pt retested using a new vial of test strips and the issue was not resolved. Products were replaced. The complaint is being reported since the pt was unable to test due to the alleged issue and 12 hours later, reportedly developed symptoms suggestive of hypoglycemia and self-treated with food and or beverage.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.